Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during puncture of the subclavian vein, the hub of the puncture needle got broken. As a result, the user used a single puncture needle from bbraun to place the cvc. The following was confirmed: puncture was performed under ultrasound, the patient was not injured or harmed; it can be excluded that the cone came into contact with disinfectant; no mechanical stress was applied to the needle/hub. No further details are known nor can be obtained."

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during puncture of the subclavian vein, the hub of the puncture needle got broken. As a result, the user used a single puncture needle from bbraun to place the cvc. The following was confirmed: puncture was performed under ultrasound, the patient was not injured or harmed; it can be excluded that the cone came into contact with disinfectant; no mechanical stress was applied to the needle/hub. No further details are known nor can be obtained."